Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, one of the force sensor pins was found to be damaged.

Event description:
During eval, the force sensor pins were found to be damaged.